Manufacturer narrative:
(B)(4). Initial reporter zip code reported as: (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment and patient outcome for the event was not reported. On an unreported date, the patient's pd catheter was removed, pd therapy discontinued and the patient was switched to hemodialysis. At the time of this report, hospitalization was reported to be ongoing for some weeks (exact length of stay unspecified). No additional information is available.